Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Customer's pump shut down unexpectedly on two different dates. Each time, the battery life of the pump was at least 60%. Reportedly there was no impact on the customer's blood glucose levels.